Manufacturer narrative:
Updated event date to (B)(6) 2019.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. The balloon was inflated twice, once to 12atm for thirty seconds and then ruptured during the second inflation. The procedure was completed with another of the same device. No complications reported. It was further reported that the balloon was simply pulled out and completely removed from the patient's body. The patient condition was good.

Manufacturer narrative:
Event date was estimated as the reported event date was (B)(6) 2019 and the reported procedure date was (B)(6) 2019.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. The balloon was inflated twice, once to 12atm for thirty seconds and then ruptured during the second inflation. The procedure was completed with another of the same device. No complications reported.